Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 code b15: this code is intended for the imdrf code b30 "analysis of images", but since it is not accepted and is not part of the cdrh, b15 is used instead. H6 codes b14, c19, b15, c20, d15: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The primary reported failure of stent collapse was not confirmed by the imaging evaluation. It was reported that vascular plugs were implanted along with the vbx stent graft during the index procedure and that ¿after the procedure it was seen, that the implanted vbx stent graft was compressed. The physician re-cannulated the vbx stent graft and expanded it again with a balloon. The health care professional did not know what could have been the cause of this compression.¿ three clinical images were provided and the results were not conclusive. A review of the images noted the image appears to show a compressed device/stent but the stent is not confirmed to be a vbx stent graft and if there is compression of the vbx stent, it appears to be close to a portal in the non-gore device. A review of the final image does not confirm a vbx stent is compressed. A cause of the failure mode could not be established with the available information or evaluation. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, a 64-year-old male patient underwent a thoracic endovascular aneurysm repair (tevar) procedure, where a 10 × 59 mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent graft) was implanted in the superior mesenteric artery (sma) for the treatment of thoracoabdominal aneurysm. The vbx stent graft was implanted and expanded to the maximum extent. A vascular plug (unknown manufacturer) was located in the celiac trunk (CT) directly cranial to the vbx stent graft in the sma. The CT, which was already highly stenosed prior to the procedure, could not be cannulated during the procedure; therefore, the prosthetic arm was occluded with a vascular plug. The plug was located well above the narrowness of the vbx stent graft. After the procedure it was seen, that the implanted vbx stent graft was compressed. The physician re-cannulated the vbx stent graft and expanded it again with a balloon. The health care professional did not know what could have been the cause of this compression.